Event description:
It was reported to boston scientific corporation in early 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a male patient during an esophageal dilation procedure the same day (patient age and weight unknown). According to the complainant, during preparation, the device was inflated outside of the patient and it ruptured at 5 atms. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device was returned for evaluation and a visual evaluation was performed. The balloon was found to be partially torn circumferentially and longitudinally and circumferentially close to the proximal bond. The dfu instructions for inspection and preparation include the following precaution; do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve. Per the complainant, the physician inflated the balloon outside of the patient. The most likely root cause is user error.